Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized and began treatment with unknown antibiotics (doses, frequencies, and routes were not reported). Nine days after being admitted to the hospital, the patient was discharged and had recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The breach in aseptic technique was further described as failure to follow proper therapy technique. On an unreported date, peritoneal dialysis (pd) was discontinued and the patient¿s pd catheter was removed. The patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.